Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The pump had a low purge pressure issue and leaking at the sidearm. The clinician was unable to visualize the leak due to sterile drapes and the impella being removed before locating the leak. There was no patient harm reported.

Manufacturer narrative:
The investigation into the purge leak has been completed. The impella pump was returned for investigation. A visual inspection of the returned pump revealed a large crack in the filter and the leak was reproduced. The cause of the purge leak was sidearm filter damage. The complaint was confirmed. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: impella cp with smart assist for use during cardiogenic shock and high risk cpi section: cleaning as noted in the impella IFU ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.